Manufacturer narrative:
Reported event: an event regarding revision from partial knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 634 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were no other similar reported events for the listed catalog number. Conclusion: session data from the case was reviewed. The data at this time, shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected. Due to the missed critical step of re-capturing of tibia patient landmarks upon re-positioning of tibia array, inaccurate mapping of proximal tibia cut occurred, leading to sub-optimal joint laxity.

Event description:
Patient presented with severe osteophytes on both femur and tibia. Surgeon initial femoral registration was 0.6, observed deep and proud red points on the lateral notch and medial epicondylar surface. Had surgeon retake previous 12 points while trying to go behind osteophytes and not through them. Registration did not improve. Checked patient, side, and landmarks which all looked correct. Had surgeon retake registration points with overall accuracy of 1.3. Had surgeon re-capture hip center and retake registration points with overall accuracy of 1.8. Walked the bone with surgeon observing deep and proud points, verifying on bone then had surgeon retake registration points at same depth as we had verified bone surface with an overall accuracy of .6. Walked the bone where red points were observed and surgeon was on bone. Had surgeon verify registration spheres. All but 1 sphere was verified due to severe osteophyte covering point on medial epicondyle. Proceeded to tibia registration with an overall accuracy of .6. Noticed plateau points were more anterior and an anterior medial osteophyte was creating several bad registration points. Had surgeon retake registration points ensuring plateau points were more on the articular surface and trying to avoid anterior osteophyte. Overall accuracy of .8 was noticed after retaking registration points. Had surgeon walk the bone on both the medial and lateral plateau. Surgeon was able to pierce through cartilage and verify bone contact in CT viewer. Surgeon stated patient bone was hard. All verification spheres were passed. Surgeon proceeded to take osteophytes an soft tissue. Error stating femur and tibia checkpoint to close to cut. Pa verified the checkpoint was not within cut boundaries. Patient ligament balancing was performed to surgeon likeness. Proceeded to bone resection. Tibia checkpoint and saw blade were verified. Upon entering the haptics, surgeon observed saw blade was hitting short stabilizers and pin clamp assembly. Pins and clamps were moved and checkpoint was recaptured. Tibia was re-registered. Surgeon cut tibia. Surgeon moved to femoral cuts. Check point and saw blade were verified. Surgeon cut posterior, anterior, anterior chamfer. Surgeon moved to angled saw blade. Saw blade was verified and check point was accepted manually at 1.4mm. Remaining cuts were cut. Surgeon cleaned up cuts, cut the block, and placed tibia trial, femoral trial, and tibia 9mm poly. Observed poly would not seat and femoral component was sitting proud on distal cut. Asked surgeon if posterior osteophytes were possibly preventing his box cut from sitting flush with bone. Surgeon removed posterior osteophytes and deepened and widened the box cut manually with a saw blade. Surgeon re-trialed and the femur set flush however stated the joint was too tight to get a 9mm poly in. Informed surgeon we could recut with the robot or cut with a 2mm cutting block. Surgeon opted to cut with cutting block. Surgeon removed tibia array and pins. Pinned the tibia cutting block and resected 2mm off the tibia. Surgeon re-trialed and observed the joint was extremely loose, stated femoral implant was rotated and patient was sitting in valgus. Surgeon placed a 10mm augment on both the medial and lateral tibia with an 11mm poly and the planned femur. Tka procedure delayed >30 minutes. Plan and session files: (B)(6).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Patient presented with severe osteophytes on both femur and tibia. Surgeon initial femoral registration was 0.6, observed deep and proud red points on the lateral notch and medial epicondylar surface. Had surgeon retake previous 12 points while trying to go behind osteophytes and not through them. Registration did not improve. Checked patient, side, and landmarks which all looked correct. Had surgeon retake registration points with overall accuracy of 1.3. Had surgeon re-capture hip center and retake registration points with overall accuracy of 1.8. Walked the bone with surgeon observing deep and proud points, verifying on bone then had surgeon retake registration points at same depth as we had verified bone surface with an overall accuracy of .6. Walked the bone where red points were observed and surgeon was on bone. Had surgeon verify registration spheres. All but 1 sphere was verified due to severe osteophyte covering point on medial epicondyle. Proceeded to tibia registration with an overall accuracy of .6. Noticed plateau points were more anterior and an anterior medial osteophyte was creating several bad registration points. Had surgeon retake registration points ensuring plateau points were more on the articular surface and trying to avoid anterior osteophyte. Overall accuracy of .8 was noticed after retaking registration points. Had surgeon walk the bone on both the medial and lateral plateau. Surgeon was able to pierce through cartilage and verify bone contact in CT viewer. Surgeon stated patient bone was hard. All verification spheres were passed. Surgeon proceeded to take osteophytes an soft tissue. Error stating femur and tibia checkpoint to close to cut. Pa verified the checkpoint was not within cut boundaries. Patient ligament balancing was performed to surgeon likeness. Proceeded to bone resection. Tibia checkpoint and saw blade were verified. Upon entering the haptics, surgeon observed saw blade was hitting short stabilizers and pin clamp assembly. Pins and clamps were moved and checkpoint was recaptured. Tibia was re-registered. Surgeon cut tibia. Surgeon moved to femoral cuts. Check point and saw blade were verified. Surgeon cut posterior, anterior, anterior chamfer. Surgeon moved to angled saw blade. Saw blade was verified and check point was accepted manually at 1.4 mm. Remaining cuts were cut. Surgeon cleaned up cuts, cut the block, and placed tibia trial, femoral trial, and tibia 9 mm poly. Observed poly would not seat and femoral component was sitting proud on distal cut. Asked surgeon if posterior osteophytes were possibly preventing his box cut from sitting flush with bone. Surgeon removed posterior osteophytes and deepened and widened the box cut manually with a saw blade. Surgeon re-trialed and the femur set flush however stated the joint was too tight to get a 9 mm poly in. Informed surgeon we could recut with the robot or cut with a 2 mm cutting block. Surgeon opted to cut with cutting block. Surgeon removed tibia array and pins. Pinned the tibia cutting block and resected 2 mm off the tibia. Surgeon re-trialed and observed the joint was extremely loose, stated femoral implant was rotated and patient was sitting in valgus. Surgeon placed a 10 mm augment on both the medial and lateral tibia with an 11 mm poly and the planned femur. Tka procedure delayed >30 minutes. (B)(4).